Manufacturer narrative:
(B)(4). The motor is not a single use device. Approximate age of the device is 10 years, 3 months (calculated from the manufacture date of the motor). The devices are expected to be returned for analysis. They have not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on extracorporeal circulatory life support due to cardiac arrest due to a type a dissection. It was reported that the motor suddenly stopped during left sided support of the patient. The patient required resuscitation while the clinicians exchanged the motor for a backup motor. The patient reportedly had no further complications once support was resumed. During testing after the event, it was reported that when the motor cable was manipulated, the event was reproduced. No additional information was provided.

Manufacturer narrative:
The device was retained by the user facility for internal investigation and not returned to the manufacturer. As a result, the reported event could not be confirmed and a root cause could not be conclusively determined. It was reported that the patient sustained no damage as a result of the interruption in pump support and the accompany resuscitation efforts. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the centrimag motor was used for left ventricular support due to cardiac arrest as a result of a type a dissection. The patient is reportedly awake and sustained no damage as a result of the interruption in pump support and the accompany resuscitation efforts. No further information was provided.